Manufacturer narrative:
A ge service rep performed an on site investigation. There was a bent plug on the ethernet card that was corrected during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported that the 9800 system would not transfer images to pacs. No pt injury was reported.